Manufacturer narrative:
Examination of the returned device confirms the celcon impaction head component is chipped. The root cause of the damage is attributed to product wear out through normal use and servicing. The instrument is old and exhibits signs of heavy usage. The tibial impactor is designed to have the celcon impactor head component routinely replaced after heavy usage. Based on the investigation findings of product wear out through normal use and servicing as the root cause and that the broken component was designed as a replaceable item after heavy usage, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The impactor cracked while impacting the insert. Update nov 9, 2015 - upon product evaluation, the plastic portion is missing two pieces.